Manufacturer narrative:
According to the available information the titan touch was implanted on (B)(6) 2021 and revised on (B)(6) 2021 due to a hard pump. The device was able to function again under anesthesia, so the device remains implanted. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, patient had a hard pump. The doctor was able to crack the pump under anesthesia and the device remained implanted no other adverse patient effects were reported.